Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope was defective. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope was defective. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed: the video cable was broken and therefore stripes in image occurred. There was a green/purple image displayed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: "if the video telescope is damaged or does not function properly, contact an olympus representative or an authorized service center risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center.¿ olympus will continue to monitor field performance for this device.